Event description:
It was reported that the patient experienced hyperglycemia and an adhesive failure (tape not sticking) event on (B)(6) 2026. The hyperglycemia persisted for more than four hours and was treated with a correction bolus.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 8021545.